Event description:
The customer reported out of range normal control solution test results with test strips. On 10/18/96, he opened the second bottle from a box of fifty and performed a normal control solution test. The result was 43 mg/dl. The customer called the co customer support line and, with the representative performed two back to back normal control tests. The results were 56 and 51 mg/dl versus a normal control solution range of 104-155 mg/dl. The customer stated that toward the end of the first bottle the readings were getting low (no specific readings available). The solution, meter's lot #vf234, expiration 11/96, was opened five weeks ago and was shaken vigorously before the sample was applied. Also with the representative, the customer performed a check strip test. The result was 88 versus a check strip range of 72-98. The customer removed the desiccant upon initial opening of the bottles. The customer stores the test strips in his bedroom.